Event description:
It was reported that a clinical nurse revealed that no damage or fluid leaks occurred with the extension tube when maintaining the catheter and changing the dressing for this long-term hospitalized patient in the morning of november 20. Then, vasoactive agents were administered through micro-pump to elevate the patient's blood pressure. However, it failed. The dressing was found wet at the connection of the patented bifurcation (catheter hub used for statlock securement) and the extension tube. Very large sand holes were seen with the hub for one of the extension tubes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded:the complaint of a leak in the catheter was confirmed but the cause is unknown. The product returned for evaluation was a 5fr d/l powerpicc catheter. The catheter contained the luer adaptors, extension legs, bifurcation, and catheter through the 37cm depth marking. A yellow label was attached to the purple luer adaptor. Adhesive residue was seen on the bifurcation and extension legs and reddish-brown residual material was seen near the proximal end of the catheter shaft. The catheter contained a curved shape memory near the 20cm and 32cm depth markings. When an attempt was made to flush the catheter with water from a 12cc luer-lock syringe, both catheter lumens were patent to infusion. However, when the purple lumen was flushed, a spraying leak was observed in the extension leg, directly proximal of the bifurcation. Microscopic examination was conducted at the leak site. A small upside-down v-shaped semi-circumferential split was seen in the extension tubing. The split in the tubing traversed approximately a quarter of the circumference of the tubing. Microscopic examination of the split site revealed an irregular break surface with a ridge near the center. Irregular striations were seen across the split surface. Although the complaint could be confirmed, the root cause of the leak could not be identified from the returned sample. Possible contributing factors could include sharp instrument damage, chemical exposure with mechanical stresses, material fatigue, and damage from a clamp or stylet. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redp3245 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a clinical nurse revealed that no damage or fluid leaks occurred with the extension tube when maintaining the catheter and changing the dressing for this long-term hospitalized patient in the morning of november 20. Then, vasoactive agents were administered through micro-pump to elevate the patient's blood pressure. However, it failed. The dressing was found wet at the connection of the patented bifurcation (catheter hub used for statlock securement) and the extension tube. Very large sand holes were seen with the hub for one of the extension tubes.